Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. A data download was performed and transmitted to the hospital for review. The source of the syncopal event was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. No adverse patient effects were reported.